Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient diagnosed with gastric cancer undergoing chemotherapy underwent a port placement procedure using the MRI powerport isp via the subclavian vein. During the procedure, the surgeon utilized a trocar to advance the catheter into the subclavian pocket. However, there was an allegation of accidental catheter fracture during the procedure. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows the product label in which product details was mentioned and verified with tw details. The second photo shows a full view of power port and partial view of catheter. The catheter was noted to be completely broken into two segments kept near the port. Therefore, the investigation is confirmed for the reported fracture and material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required b1, b2 (event attributed to), b5, g3, h1, h6 (patient, device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient diagnosed with gastric cancer undergoing chemotherapy underwent a port placement procedure using the MRI powerport isp via the subclavian vein. During the procedure, the surgeon utilized a trocar to advance the catheter into the subclavian pocket. Reportedly, the device was removed by retrieval with surgical forceps. The current status of the patient was unknown.